Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. Note ¿ references two devices that were used in the event, an indigo handpiece and bur. This regulatory report is being filed for the bur. Another regulatory report will be filed for the indigo handpiece under the medtronic internal reference # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an operation of the wisdom teeth using an indigo handpiece at 60 rpm, the bur did not cut dental enamel. The bur heated up in less than a minute with normal use and became black in color. The irrigation was checked and it was okay. The bur was also checked before the procedure. The customer had to change motor to cut the teeth and complete the procedure. There was no patient impact.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the handpiece did not heat up.

Manufacturer narrative:
One opened sample, part number 31313065ue was received. Visually, the cutting flutes were worn which may have resulted in the reported event. The head diameter shall be 0.118¿ / +-0.003 and the actual measurement was 0.116¿ which is in specification. The shaft diameter shall measure 0.0923¿ / +-0.0003¿ and measures 0.0922¿ to 0.0923¿ which is in specification. The reported event (heated up and did not cut) was not confirmed. There was no allegation of a defect prior to use. This is a supplied material assembly therefore manufacturing has been ruled out as a likely cause. It is possible that the customer experienced elevated temperatures and performance issues as a result of the worn cutting edges however the extent cannot be quantified due to the many factors that would influence the outcome. The information most likely indicates a patient related circumstance where the device may have contributed to the alleged event due to anatomical, operational factors, or patient pre-existing conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.